Manufacturer narrative:
Lens sample received 19-feb, manufacturer investigation is ongoing. A follow-up report to be submitted on completion.

Event description:
It is reported that the patient developed blurred vision, redness, spk, and iritis in the right (od) eye while using the device. The patient was treated with tobradex for 10 days. The incident fully resolved with no permanent injury, however, the treating physician indicates that medical intervention and/or medication was required for the treatment of the iritis to prevent or preclude permanent injury or impairment of eye function or structure.

Manufacturer narrative:
(H3): no issues or non-conformances were found, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.